Event description:
A woman reported that her son experienced "either an allergic reaction or keratitis" after using a bottle of complete moistureplus multi-purpose solution (now discarded - lot unknown). He also had been using a recalled lot of the solution. He had used other bottles of the solution successfully. He visited an ophthalmologist four times. He was given lotemax and tobradex antibiotic eye drops. Each time he would recover, resume use of the solution, and the symptoms would return. The reporter provided additional information on april 31, 2007. She wrote, "beginning 2006 - developed repeated eye infections diagnosed 'corneal infiltrate'-was seen three times in 2006 - with same diagnosis - had been using complete moisture plus." The patient's ophthalmologist provided additional information on may 15, 2007. He wrote, "saw patient on the date of last diagnosed, with complaint of redness, pain when wearing contact lens. Past ocular treatment for viral conjunctivitis and corneal infiltrates (approx two months in 2005). In 2006 - mild inflammation of palpebral conjunctiva ou superiorly. No corneal infiltrates. Patient treated with tobradex drops 3 times a day for 5 days for presumed contact lens wear. Recommend possible contact lens refit." The relationship, if any, of the device to the reported adverse event is unknown. The complainant implied an association between the amo device and the reported event. Root cause has not been established.